Event description:
The customer reported that during an exploratory laparotomy, the device jaws could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.